Event description:
It was reported that the programmer would not power up. It was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the programmer was returned and analysis verified that the unit did not power up. The power supply was found to be out of specification electrically. Analysis also found that the display screen dropped down when placed in an upright position.